Event description:
It was reported that the first two passes of the procedure went well. After the third pass, the stylet would not come out of the gun. Upon trying to pull the entire gun out it had become "caught" on the pt's liver, it took a couple of minutes of twisting to free it. Pt was fine and suffered no injury as a result of this incident.